Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the wake button was sticking. Additionally, the pump shut off unexpectedly. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. At the time of the report, the customer had not addressed bg level. Reportedly the customer continued to use pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged screen on/ quick bolus button stuck issue was verified, but the ui: unexpected shutdown-unresponsive issue could not be verified. The information will be used for tracking and trending purposes.